Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. Additionally, the customer received a button alarm while nothing was pressing on the button. Reportedly the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 86mg/dl.